Event description:
Exchanging single lumen bard power PICC for a triple lumen bard power PICC over abbott's balance middleweight guide wire. Abbott's balanced middleweight guide wire placed into existing bard single lumen power PICC, single lumen PICC removed then triple lumen bard power PICC advanced over guided wire for exchange. Rn could not remove balance middleweight guide wire. However could advance it. Because the wire could not be removed, triple lumen PICC line and wire were removed from patient's vein in upper left arm. S/p chest x-ray showed broken wire piece in left arm with tip of wire in innominate vein. Manufacturer response for powerpicc 3 lumen sherlock maximal barrier, powerpicc 3 lumen sherlock maximal barrier (per site reporter): reporter unaware of response. Manufacturer response for PICC, powerpicc 1 lumen sherlock maximal barrier (per site reporter): reporter not aware of response. Manufacturer response for guide wire, guidewire vascular 3 cm j tip radiopaque (per site reporter): reporter not aware of response.